Event description:
I had the essure procedure in 2011. I have had problems ever since the first day and they continue to worsen every day. I have severe pain every day, feels like I'm being stabbed with a knife or sometimes like there's a million needles poking me from the inside. My hair started falling out 1 week after the procedure. I have nausea and severe headaches almost every day. My abdomen in bloated and sore, I look like I'm about 6 months pregnant. The essure is causing severe tiredness and weakness. Intercourse is very painful. I am a mother of 5 children, I do not want any more. I just want these coils out of my body so I can live.